Manufacturer narrative:
H.6. Investigation summary: customer returned (3) loose 3/10cc, 6mm, 31g syringes. Customer states that the markings are not accurate, the patient often goes low, and drawing the syringe at the end towards the needle even with the line yields .5 units more. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. All samples were also tested and all were able to draw and expel properly without any observed defects. Unable to perform DHR check for volumetric accuracy, difficult/unable to operate, scale marking misaligned and glucose level due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (glucose level). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (volumetric accuracy, scale misaligned, difficult to operate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for the glucose level issue is human factors.

Event description:
It was reported that a syr 0.3ml 6mmx31g 1/2 unit is not giving an accurate dose when using the scales. When measuring .5 units it actually delivers a full unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syr 0.3 ml 6 mm x 31 g 1/2 unit is not giving an accurate dose when using the scales. When measuring .5 units it actually delivers a full unit.